Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as smooth opening. Capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade iii. Device remains implanted.

Event description:
Healthcare professional, additionally reported, "hole, non-specific". Device has been explanted and replaced.